Manufacturer narrative:
The investigation into the high purge pressure and the low pump flow issues has been completed since the original report was filed. The pump was returned for analysis. Upon visual inspection biomaterial was found on outflow cage and wrapped around impeller blade. The root cause of the low pump flow was due to biomaterial on the impeller blade as no anticoagulation was used. The root cause of the high purge pressure was sudden biomaterial ingestion. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 52-year-old male with post cardiotomy cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. An ongoing purge blocked alarm occurred on the impella device. Low flows and erratic motor current were reported. The impella device was explanted, with the patient put on nitric oxide for right ventricle support. The patient was not on systemic anticoagulation. Upon removal of the pump, a large clot was found on the distal end. There was no patient harm.